Manufacturer narrative:
The reported events of r-wave amplitude variation and inadequate capture were not confirmed. A full lead was returned in one piece for analysis. Electrical testing, visual, and x-ray examination were normal with no anomalies found.

Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found that the right ventricular (rv) lead exhibited r-wave amplitude variation and high capture threshold. The rv lead was not implanted and an alternated near at hand was implanted instead on (B)(6)2024. Patient condition was stable.